Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged, exposed to moisture and alarmed critical pump error. The customer was assisted with damage troubleshooting. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump had cracks and when they got in a pool, water got in and a critical pump error was received. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.